Event description:
It was reported by the rep the device was used during a laparotomy. It was reported postop the wound edges were healing unevenly. It is the surgeon's opinion it resulted because of malformed staples.